Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 31-oct-2019 from the healthcare professional (hcp) who reported that the pump was explanted, cultured, and the patient was connected to external baclofen infusion. The hcp was uncertain where the explanted pump was. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 518.3 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On 31-aug-2019 it was reported that the patient had a pump pocket infection with redness, and the pump was exposed due to erosion of the skin over the pump. The patient was hospitalized, and treatment was ongoing. The pump would likely be explanted, but they were making a plan for titration. No further complications have been reported as a result of this event.